Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head displayed an error e226. The issue was found during an unspecified therapeutic procedure that was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, g6, h2, h3, h6, h11 the device was not returned for evaluation, and the reported failure was confirmed previously investigated through the product technical investigation (pti) process.; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include electrical problems like: open circuit; short circuit; signal loss; component issues. Material problems like: degradation. Mechanical problems like: leakage/seal; deformation; fatigue; wear and tear. These causes can occur between components such as connector/coupler; adapter; switch/relay; circuit board; electrical cable; sensor; lenses; seal without any design or manufacturing issue. That could cause image issues. Without any design or manufacturing defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.